Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2015-03607 the patient had 2 scs extensions from the same lot. It was reported the patient was experiencing auto-reduction. An sjm representative was initially able to resolve the issue with reprogramming. It was also reported that diagnostics initially revealed both low and high impedance values for the scs lead; however, the impedance values eventually became invalid. Reprogramming resulted in positional stimulation. The patient denies any falls or accidents but does experience impacts to the head, neck and shoulders as a result of her profession. Surgical intervention was taken on (B)(6) 2015 during which x-rays showed that one of the scs lead tails had partially pulled out of one of the scs extension's header. Subsequently, the lead tail was secured within the extension header but invalid impedances remained. Moreover, it was reported the physician determined that one of the scs extensions was kinked. As a result, the physician explanted and replaced the scs extensions.